Event description:
During the sps fibra plate operation, the drill bit was broken when started the drilling. The operation was complete used other drill.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.